Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sept-04 crts (B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said she totaled her car last monday and was feeling well but then all of a sudden she had some really sharp continuing pain in her back around her implant. Patient wanted to know if there was any possibility that she could have damaged the implant at all. There were no further complications reported.